Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.